Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during an elective device replacement. The high voltage portion of the lead was capped and the pace/sense portion remains active. The patient condition was well after the procedure.